Event description:
Our office in a foreign country forwarded a report regarding a female patient who reported experiencing acanthamoeba keratitis while using complete amino moist and other contact lens care products with her 2- week acuvue contact lenses. She was in the hospital for 1 month, and she is going to hospital regularly now. The lot number of complaint product was not able to be obtained from customer. The root cause has not been established.

Manufacturer narrative:
Lot number of solution used by patient is unknown. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. On may 25, 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the us centers for disease control and prevention regarding eye infections from acanthamoeba.